Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician, on (B)(6) 2012, the patient presented with exposed mesh upon which revision and excision was discussed. A revision of the exposed mesh was performed sometime between (B)(6) 2012. In (B)(6) 2012, the patient had a post-operative visit and stated that she was doing well and she presented with no complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.